Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In process.

Event description:
Expressew iii passer/gun feels like there is too much friction while deploying needle. During the case, physician deployed needle through cuff and needle broke after first pass. Less tension was put on cuff during second attempt. After second needle was opened and used to pass suture through cuff, this needle broke after first pass. Physician feels the gun needs to be sent back and evaluated for "wear and tear." States it feels like needle is "sticking" in the gun. Opened second expressew iii gun to complete the case. The following information was received from our sales rep via email on (B)(6) 2015; the first needle broke off in the patient and was removed. The second needle that broke occurred outside of the patients' shoulder. Both broken needles were discarded. See associated medwatch # 1221934-2015-00808.

Manufacturer narrative:
The complaint device was received and visually inspected. Visual observations revealed no anomalies on the device. When the trigger was actuated, the jaws open and close as intended. A sample rubber strip was placed between the jaws and when the trigger was actuated, the jaws bite on the test strip without any gaps. The device was functionally tested with an eiii needle several times and it performs as intended. This procedure was repeated approximately 15 times to ensure continuity of function and no anomalies were noted. This complaint cannot be confirmed and we cannot discern a root cause for the user to have experienced this issue. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed (B)(4) other dissimilar complaints for this lot of devices that was released to distribution. Based on the overall complaint rate and customer impact, at this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Expressew iii passer/gun feels like there is too much friction while deploying needle. During the case, physician deployed needle through cuff and needle broke after first pass. Less tension was put on cuff during second attempt. After second needle was opened and used to pass suture through cuff, this needle broke after first pass. Physician feels the gun needs to be sent back and evaluated for ¿wear and tear¿. States it feels like needle is ¿sticking¿ in the gun. Opened second expressew iii gun to complete the case. The following information was received from our sales rep via email on (B)(6) 2015; the first needle broke off in the patient and was removed. The second needle that broke occurred outside of the patient¿s shoulder. Both broken needles were discarded. See associated medwatch # 1221934-2015-00808.

Event description:
Expressew iii passer/gun feels like there is too much friction while deploying needle. During the case, physician deployed needle through cuff and needle broke after first pass. Less tension was put on cuff during second attempt. After second needle was opened and used to pass suture through cuff, this needle broke after first pass. Physician feels the gun needs to be sent back and evaluated for ¿wear and tear.¿ states it feels like needle is ¿sticking¿ in the gun. Opened second expressew iii gun to complete the case. The following information was received from our sales rep via (B)(4) on (B)(4) 2015; the first needle broke off in the patient and was removed. The second needle that broke occurred outside of the patient¿s shoulder. Both broken needles were discarded. See associated medwatch # 1221934-2015-00808.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.